Event description:
The customer reported that while running a hepatitis surface antigen assey, summit sample handler did not pipette enough sample and/or reagent into position a7 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.